Event description:
Additional information indicated that surgical intervention was undertaken wherein the ipg was explanted and replaced. Therapy restored post-op.

Manufacturer narrative:
A patient's ipg was inoperable was reported to abbott. As a result, the patient's ipg explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the ipg was inoperable. Surgical intervention may be undertaken to address this issue.

Manufacturer narrative:
Section b3: date of event is estimated.